Event description:
The device was explanted for an unknown reason (date not reported).it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed (B)(4) 2012.